Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. The surgeon applied the side biter clamp and loosened the stitches to remove the seal. No adverse outcome was reported for this pt.